Manufacturer narrative:
A complete lead was returned in one piece with helix found extended and clogged with blood/tissue. The reported event of noise on atrial lead did cause inappropriate mode switch was confirmed. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression and two external abrasions distal to the suture tie impression. The cause of the reported event of noise on atrial lead did cause inappropriate mode switch was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can and feature of the patient anatomy. The reported event of lead fracture was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures.

Event description:
It was reported that the patient presented via merlin net and was asymptomatic. Review of the transmission revealed that the right ventricular (rv) lead exhibited oversensing noise, resulting in pacing inhibition and the right atrial (ra) lead exhibited oversensing noise, resulting in inappropriate automatic mode switch (ams). A fracture was noted on both ra and rv leads. The physician elected to explant both leads and replace them with new leads. The patient¿s condition remained stable following the procedure.

Manufacturer narrative:
D4 - part of primary unique device identification (UDI) number - device identification (di) number not available as product was manufactured on or before 9/23/2014.